Manufacturer narrative:
Patient history of driveline repair due to short-to-shield covered under manufacturer report number 2916596-2019-05638. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a syncope event. Per her husband, the patient was sitting up in a chair leaning forward and their controller alarmed. The patient fell backwards into her chair and was unresponsive for a short amount of time. The patient spontaneously regained consciousness, and her husband paged the clinic. This patient has a history of short to shield with repair on (B)(6) 2019. The patient is on an epc controller due to a history of recurrent low flow alarms. Per her husband's report, the patient was on batteries at the time of the event. Interrogation reveals a pump stop at 1748 on (B)(6) 2020. Technical services (ts) reviewed the log file and confirmed the presence of a pump stop on (B)(6) 2020 while the patient was on battery power. Ts reported that it appeared that the known short-to-shield had matured in to a phase-to-phase short. The evaluation of the prior removed section of driveline did not find any issue with that section of driveline. The prior repair replaced the maximum length of driveline so ts reported that another repair would not be possible. The driveline c-ray images showed a suspect area distal to the prior repair. The patient's doctor had an extensive conversation with the patient and her husband. It was discussed that the prior driveline splice did not indicate any issue, suggesting the her pump stop 1 year prior was likely due from an internal issue. The doctor also explained that a second repair is not generally done because the repair would create an additional section of external driveline (~8cm) that would be stiff and difficult to manipulate. The doctor also explained that there was also the risk of the pump stopping and not being able to restart. After this discussion, the patient and husband asked for the repair to be attempted under compassionate terms since the patient was not a candidate for pump exchange. The patient also noted that she was untwisting the driveline when the event occurred. The patient was swapped over to a pocket controller from their epc controller to confirm that there were no driveline faults. Ts moved forward with the percutaneous lead repair and replaced approximately 15 inches of the remaining lead that was below the previous repair site. The removed portion included a section of unnatural twisting that the patient's doctor considered suspect. The patient and doctor were provided with information regarding the risks of having two driveline repair sites and were also provided with care instructions. The customer sent in a new set of log files for review following the percutaneous lead repair and ts reported that the log file did not capture any unusual events following the controller exchange. Additionally, the six driveline wire values were all within normal range and appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by batteries. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these findings could be indicative of damage to multiple phases of the driveline wires; however, no damage was identified through the examination of the distal end of the patient's driveline. A direct correlation between the device and the reported syncope could not be conclusively established through this evaluation. Approximately 14.25¿ of the distal portion of the patient's driveline (dl) was replaced on (B)(6) 2020. It should be noted that this repair was performed distal to the previous repair that was performed on (B)(6) 2019 (refer to manufacturer report number: 2916596-2019-05638). The entire 14.25" segment of dl that was returned appears to be associated with dl repair kit, serial number: (B)(6). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Minor kinks were observed to the green, yellow, and black wires approximately 12.5¿ from the metal connector; however, visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The center reported that extensive discussions were had with the patient and their spouse. The prior pump stop from 1 year prior (refer to manufacturer report number 2916596-2019-05638) was likely due to an internal issue. This risks of performing a second repair were discussed and the patient/spouse asked for the repair under compassionate terms since the patient is not a pump exchange candidate. The patient remains ongoing on hmii lvas, serial number: (B)(6) and no related complaints have been reported at this time. The heartmate ii lvas IFU (rev. C) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15may2015. No further information was provided. The manufacturer is closing the file on this event.